Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. What color cartridge was being used? Green. Was buttressing material utilized? If so, which product? Yes - seamguard. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (firing)? No.

Event description:
It was reported that during a gastric sleeve procedure, the 1st firing was completed without an issue. On the 2nd firing with a green cartridge, the staples were not formed on the left side (patient side) and were sticking straight up in the tissue. Only 1-2 rows formed. The device cut completely. There was no resistance felt during firing. The staple line was elevated with suture and another device was used to complete the procedure. The user noted the sleeve was more narrow than he likes due to the issue. An upper gi barium series will be scheduled for this patient due to the concern of the narrow sleeve. The user sometimes schedules this type of diagnostic procedure for his cases. There was no patient consequence reported at this time.